Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise and oversensing. It was determined that this was due to electromagnetic interference (emi). Additionally, pacemaker mediated tachycardia (pmt) episodes were also observed. The devices algorithm successfully terminated the episode of pmt. No changes have been performed. This device remains in service. No further adverse patient effects were reported.